Event description:
It was reported that an li61aor iol was removed intraoperatively due to broken haptic during loading into an ez-28b inserter. The incision was enlarged, but no sutures were used. Another lens was implanted successfully. Please reference MDR# 1119279-2012-00092 for the delivery device.

Manufacturer narrative:
The lens was returned to (B)(4) for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.